Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that sometime in (B)(6) 2018, the patient noticed they were having problems with their implant, which was explained by the patient to mean that they could not charge their ins, they were getting poor communication with both the programmer and the recharger, and they experienced a loss of stimulation. It was noted they did not know when they first lost stimulation because they sometimes felt a tingling when they would wake up but they were unsure if it was the stimulation or their nerves. The last time the patient believes they charged the ins was in (B)(6) 2018. On (B)(6), 2018, the recharger was confirmed to have a 1/4 charge. They were redirected to the doctor to determine if the ins had gone into overdischarge. No further complications were reported or anticipated.